Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that qty. 2 of an ar-3636 knotless 1.8 fibertak soft anchor had an issue during a labrum repair procedure on (B)(6) 2024. When the knotless mechanism was engaged, there was still slack in the loop construct, and they were not able to narrow the loop and tighten it down to fasten the tissue correctly. This happened with two anchors. Each time the sutures were cut and removed, the anchor remained inside the patient in one piece, and nothing broke inside the patient. Another ar-3636 knotless 1.8 fibertak soft anchor with an unknown lot number was used to complete the procedure successfully with no harm to the patient. There was a 5-minute case delay, and no additional anesthesia was administered. The anchors remained inside the patient, the cut sutures were discarded, and no pictures were taken. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.